Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 34 days the patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was readmitted on (B)(6) 2018 for gastrointestinal (gi) bleeding and acute blood loss anemia. The patient had melena and bloody stools at home. Upon admission, the patient had a hemoglobin of 6.1 g/dl. The patient received total of 2 units of packed red blood cells (prbcs) with appropriate increase in hemoglobin and hematocrit (h/h). The patient underwent esophagogastroduodenoscopy (egd)/colonoscopy on (B)(6) 2018. The results revealed ascending colon ulcers which were ischemic in appearance with no active bleeding visualized. Biopsies revealed ischemic colitis. Aspirin was held for 5 days then resumed at lower dose of 81mg daily. Warfarin was held then resumed on (B)(6) 2018. The patient continued home proton pump inhibitor (ppi) dosing. The patient was discharged on (B)(6) 2018. No additional information was provided.